Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The device was examined at corin (B)(4) and the reported failure mode was verified. An engineering change has since been implemented to update the design of the instrument. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A strip of polyethelene came off the calcar cutter during surgery.